Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, preceding/simultaneous bone augmentation, infection, swelling, abscess, bleeding, inflammation (2022_1658 and 2022_1659 are same patient).